Manufacturer narrative:
A review of tickets was performed for the likely cause reagent lot number 65756fz01. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming that this lot is meeting the alinity I anti-hbs product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling including sample integrity / handling instructions concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs kit (lot# 65756fz01).

Event description:
The customer reported a falsely elevated alinity I anti-hbs result on a 62-yr old female patient. Results provided: abbott = 13 miu/ml, roche platform = 5.85 iu/l (reference range <10 miu/ml) other results provided: hbsag = 5.51 iu/ml, reference range <0.05 iu/ml, hbeag = 0.42 s/co, reference range <1 s/co, anti-hbe = 0.01 s/co, reference range >1 s/co, and anti-hbc = 6.84 s/co, reference range <1 s/c. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 7p89 that has a similar product distributed in the us, list number: 7p88, with 510k/PMA/bla number: p050051.

Event description:
The customer reported a falsely elevated alinity I anti-hbs result on a 62-yr old female patient. Results provided: abbott = 13 miu/ml, roche platform = 5.85 iu/l (reference range <10 miu/ml) other results provided: hbsag = 5.51 iu/ml, reference range <0.05 iu/ml, hbeag = 0.42 s/co, reference range <1 s/co, anti-hbe = 0.01 s/co, reference range >1 s/co, and anti-hbc = 6.84 s/co, reference range <1 s/c. No impact to patient management was reported.